Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the wearing the sensor and the sensor was broken. The customer¿s blood glucose was 54 mg/dl. Troubleshooting was performed for loss of communication. The device will not be returned for analysis.